Event description:
During an laparascopic assisted vaginal hysterectomy, the surgeon experienced difficulty sealing vessels with the handset. The generator was working fine; however, some oozing during coagulation was experienced, especially the ovarian artery. The surgery was completed with bipolar forceps. The day following the procedure, the pt required a blood transfusion.